Manufacturer narrative:
The failure was duplicated by the technician through functional evaluation. Disassembly and visual inspection confirmed the bearings were damaged/brinelled. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.